Event description:
Per the audiologist's report, this pt's device has developed an increasong number of faulty electrodes since feb 2003. By may 2006, a total of 8 electrodes were either open or short circuited. Her performance has decreased. The surgeon plans to explant the device and reimplant a new one in 2006.